Event description:
Boston scientific received information that an alert was issued for this cardiac resynchronization therapy defibrillator (crt-d). The alert indicated that the device battery voltage is too low for projected remaining longevity. Boston scientific technical services (ts) discussed the current internal device calculations for remaining battery capacity/longevity are not meeting specifications and recommended a device interrogation. The local area sales representative (sr) interrogated the device and noted a fault code 1003. Ts notified the sr that disk analysis confirmed there is an issue causing the battery to deplete and should not rely on longevity remaining, therefore recommended immediate replacement. The patient's clinic records do not indicate that the patient had been exposed to any radiation or other tests, however the patient had a benign mass in the left breast area. There were no adverse patient effects reported.

Manufacturer narrative:
Approximately one month later, the device was explanted and replaced. The sr was contacted and confirmed the explant was successful. The device is in transit to be returned for analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that 3 low voltage battery fault codes (fault code 1003) had been recorded. The first of these fault codes was recorded on (B)(4) 2012. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. In-depth destructive analysis revealed evidence of two leaky capacitors causing the premature battery depletion as reported in the field.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As of this report, the device procedure has not occurred, however has been scheduled. When the device is returned for analysis and additional information becomes available, this report will be updated.